Event description:
Information was received from a consumer regarding a patient receiving an unknown medication via an implanted pump. The indication for pump use was non-malignant pain. The patient reported that they were allowed 5 boluses per day and when they tried to bolus, the handset would lag at 90%. The agent reviewed data and assisted the patient with deleting the data after which the patient was able to connect to the pump with no lag. The patient also stated that the handset was giving the code 0x399d4b9b. The agent reviewed the code, and the patient confirmed that they were able to resync and request/deliver the bolus. The patient asked about the handset battery stating that they had to charge the handset about 7-8 hours after the handset had been charged to 100%. The agent reviewed and the patient requested to speak with hcit (healthcare information technology) to have the handset battery interrogated. On (B)(6) 2026, the patient called back stating that they received the power cord that they were sent by hcit, but the handset was still not charging fully, and they thought there was something wrong with the handset port. The agent requested a replacement handset from the repair department.

Manufacturer narrative:
Continuation of d10: product ID a820, serial # unknown, product type software section d information references the main component of the system. Other relevant device(s) are: product ID: a820, serial/lot #: unknown. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.